Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was being considered for a revision procedure for an unspecified reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; g3; h2.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient is being considered for a revision due cup positioning problem. Attempts have been made and no further information has been provided.